Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/23/2013 with the following findings: when the pump booted, the display screen had a dim pink contrast. The display screen was removed and replaced with a test screen, which caused the contrast to return to normal. Unrelated to the display issue, the pump time and date reset to the default settings when the battery was removed for 6 hour and reinserted. When the pump was opened to investigate, the component bt1 was found to be leaking.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2013.